Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2014 with the following findings.no defect was found.black box review shows no evidence of ¿loss of prime¿. The pump powers on and displays ¿verify¿ screen. Force sensor calibration check is within specification. The unit was primed and exercised for 24hr, no ¿loss of prime¿ occurred during the duration test. The pump cover was removed; inspection showed no intermittent condition to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas, alleging a loss of prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).